Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the patient underwent a lung lesion resection surgery in the operating room of our hospital on (B)(6) 2025. During the operation, lung isolation was required. The anesthesiologist used a disposable sterile bronchial tube for bronchial intubation. After following the normal operation procedure, the disposable sterile bronchial tube could not be adjusted within the trachea, resulting in poor alignment of the bronchial tube and the pulmonary bronchus, and thus making it impossible to perform lung isolation ventilation. When inserted into the glottis, it has difficulty rotating. The anesthesiologist then removed the disposable sterile bronchial tube and replaced it with a disposable double-lumen bronchial tube for re-intubation. The lung isolation ventilation was successfully carried out, and the subsequent surgery proceeded normally. The second intubation caused pain to the patient and increased risks. The doctor reported that the texture of this batch of tubes was too soft and unable to support, making it difficult to move during adjustment. There was no other reported patient harm."

Event description:
It was reported that: "the patient underwent a lung lesion resection surgery in the operating room of our hospital on (B)(6) 2025. During the operation, lung isolation was required. The anesthesiologist used a disposable sterile bronchial tube for bronchial intubation. After following the normal operation procedure, the disposable sterile bronchial tube could not be adjusted within the trachea, resulting in poor alignment of the bronchial tube and the pulmonary bronchus, and thus making it impossible to perform lung isolation ventilation. When inserted into the glottis, it has difficulty rotating. The anesthesiologist then removed the disposable sterile bronchial tube and replaced it with a disposable double-lumen bronchial tube for re-intubation. The lung isolation ventilation was successfully carried out, and the subsequent surgery proceeded normally. The second intubation caused pain to the patient and increased risks. The doctor reported that the texture of this batch of tubes was too soft and unable to support, making it difficult to move during adjustment. There was no other reported patient harm.".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production; the samples were visually inspected, and issue reported "blocked/obstructed - bronchial tubing" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.